Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited low pacing impendence and noise oversensing which resulted in inappropriate mode switch. The patient was brought into the clinic and the atrial lead was revised and replaced on (B)(6) 2022. There were no adverse consequences to the patient.